Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient was in-office for a device check, the customer performed a charge dump whereupon the device triggered end of service (eos), with charge time of 17.1 sec noted. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. If information is provided in the future, a supplemental report will be issued.